Event description:
Additional information received from the manufacturer representative reported that they met with the patient to reprogram her. The patient was reprogrammed because they reported having stimulation going into their sides, ribs and belly area. Reprogramming was able to get it out of those areas and put the stimulation where she needed it. The patient was pleased with the coverage.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had colon surgery (B)(6) 2015 and wasn¿t really using stimulation therapy right away. The patient thought at first that it was her colon surgery on why the stimulation sensation was bothering so much in her stomach. The patient stated that it was hurting her stomach more than it was helping her to use the therapy in (B)(6) 2015. The patient did troubleshooting with the manufacturer representative because she thought it was the equipment. The implant was replaced but that stimulation was just like what she was having now. The coverage bounced all over the place and it was too strong and not covering areas as it was hit or miss. The patient also had a new pain in her hip that the representative was trying to cover as well, but the therapy wasn¿t originally implanted for that new pain in the hip. Further information received from the representative reported that they had seen the patient once before 2016. In (B)(6) 2016 the patient was seen and had mentioned that stimulation wasn¿t quite where she wanted it. The patient was reprogrammed at that time and stated it was fine and after that was on the schedule for an implant replacement which was done on (B)(6) 2016. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.